Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture. The device was found to be intact upon explant. It was later reported capsular contracture, baker grade IV with calcified capsules. The device has been explanted. It has been determined that the event of rupture did not occur and is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "possible rupture". This record is for the left side. The device remains implanted.